Event description:
Procedure: radiofrequency ablation. Reportedly, the generator could not be activated at all. The pt got open surgical operation (large bowel primary carcinoma) prior to the rfa, therefore the anesthesia was for the open surgery not the rfa.